Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's oxygen (o2) sensor readings were out of range. The ventilator was not in use on a patient at the time the malfunction occurred. A non medtronic/covidien service provider inspected the device and found the oxygen sensor to be faulty. The oxygen sensor was to be replaced. The repair will be completed by a non-medtronic/covidien service provider. Covidien was not authorized to repair the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A third party service provider inspected the device and replaced the oxygen sensor to resolve the reported issue. The ventilator was then in working condition. If information is provided in the future, a supplemental report will be issued.